Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during circumcision procedure, the device needle found detached from the thread. The surgeon then opened another pack of suture to resolve the issue. There was no patient injury.